Event description:
Patient reported that, each time they changed their insulin cartridge, they find moisture (that smell like insulin) inside of the insulin carridge chamber. Patient stated that they dry out the moisture, and continues using the device. They indicated that there has been no apparent damage to their insulin cartridges. At the time of the report, patient's blood glucose was elevated (190 mg/dl, normally around 130 mg/dl). They self-treated by switching to their back-up device.